Event description:
It was reported that the light source exhibited a b30 scope error. The issue occurred during preparation for use for an intended colonoscopy which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
During troubleshooting with olympus technical assistance center (tac), the customer was advised to power off the video system center and light source, remove the scope, and clean the contact points with an alcohol prep pad. Once the scope was dry, the customer was advised to reconnect the scope and power everything back up. The customer informed tac that they may have a bad scope and would investigate further without additional assistance. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.